Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found that the lens was pushed down in between the two holding posts. One haptic was broken off at the lens optic. The other haptic is bent. The optic is torn. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided the exact root cause could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens haptic crimped during insertion into the patient's eye. The incision was enlarged but no sutures were required. The surgeon used the ez-28 inserter and implanted a back up lens with no issues. The surgeon believes the likely cause of the event was a loading error. The patient is doing well and will follow up with a final post-op visit.